Event description:
It was reported that there was suspected inappropriate atrial pacing on this pacemaker due to blanking of the intrinsic activity. Technical services (ts) was consulted, and programming enhancements were discussed. No adverse patient effects were reported. This device remains in service.